Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurately low result obtained on the subject metercompared to another unknown meter, performed within 30 minutes of each other. No results for either meter were specified. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.